Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation 1 unit of lot c1638110 of cst-10 was returned opened in its original packaging. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on 26 july 2021. The distal end of the needle knife was found to be uncoiled/damaged. The inner catheter was examined, and no issue observed. Clarification was requested as follows; ¿the device related to this complaint was evaluated yesterday. No issue was observed with the inner catheter while the distal end of the needle knife was uncoiled/damaged. Can you please clarify the circumstances that caused the issue described in this complaint ¿inside catheter, can¿t be pulled off¿? Can you please ask how the issue with the distal end of the needle knife observed during the lab evaluation occurred and if this was linked to the complaint issue of ¿inside catheter, can¿t be pulled off¿?¿ to date no reply has been received. If a reply is received in the future, then the file will be updated accordingly. Document review including IFU review prior to distribution, all cst-10 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for cst-10 of lot number c1638110 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1638110. The instructions for use, ifu0005-11 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" there is no evidence to suggest that the customer did not follow the instructions for use (ifu0005-11) image review n/a root cause review a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. Due to limited feedback a potential root cause is difficult to determine but could be attributed to tortuous anatomy causing the device to be used in a flexed position. This could potentially have caused the difficulty with pulling off the inner catheter which in turn may have resulted in extra force to be used leading to the damage/uncoiling to the distal end of the needle knife. Summary complaint is confirmed based on the customers testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Follow-up report is being submitted due to the receipt and evaluation of complaint device on (B)(6) 2021. Distal end of the needle was noted to be coiled / damaged.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Inside catheter, cant be pulled off a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.